Event description:
Recliner chairs made specifically for hospital use for proper patient positioning continue to tear on the foot rest due to design and catching on the wheel base. This tear becomes an infection risk and requires constant replacement of fabric to assure patient safety.